Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the suture of the ultra fast-fix broke after the first stitch. No surgical delay was reported, and the procedure was finished with a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture material and t2 in the channel. The suture material is fractured where t1 was attached. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device factors that may have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.